Manufacturer narrative:
The remote service engineer (rse) provided the customer with a reference to the manual for downloading software version 2.30 to the v60, which is the recommended repair step for the program crc test failed alarm. Multiple good faith efforts (gfe) were attempted to obtain confirmation of the software upgrade and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a program cyclical redundancy check -crc test failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) provided the customer with a reference to the manual for downloading software version 2.30 to the v60, which is the recommended repair step for the program crc test failed alarm. This investigation is ongoing.